Manufacturer narrative:
Disposition unknown.

Event description:
The manufacturer was notified on september 9, 2016 of the following: perceval valve was implanted on (B)(6) 2016, the post-operative tee showed a small central leak . One week after the surgery during a control tee (made by cardiology), two small spot leaks were observed. Patient was called to perform an extra check-up during the week (B)(6) 2016. Result of this checkup showed the presence of a bigger perivalvular leak. The patient was scheduled for a new avr. Suddenly patient condition deteriorated (pulmonary oedema) and the patient died. Death date: (B)(6) 2016; autopsy performed.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. Paravalvular leak is a complication after sutureless valve implantation that usually is caused by incorrect positioning of the valve due to an incomplete decalcification of the annulus, malposition of the device, incorrect sizing of the valve, and anatomical and physiological conditions of the patient. Due to limited information that has been provided, the root cause of the leak cannot be determined.